Event description:
Follow-up information revealed the patient's physician tried other treatments as an alternative to surgery. However, the new treatments did not resolve the issue. The patient is currently wearing braces on both wrists. Surgery will be undertaken as the next course of action.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation from the scs system. Diagnostic test reading revealed high impedance values on multiple lead contacts. It was also noted the patient's lead was also fractured. Reprograming was unable to resolve the issue. As such, the patient met with the physician and was prescribed medication. Surgical intervention may also be pending to further address the issue.

Event description:
Additional information revealed the physician continues to explore alternative options for the patient. Surgical intervention is not planned and the next course of action has yet to be determined.

Event description:
Additional information revealed that the lead had fractured and had become nonfunctional, causing ineffective stimulation. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the returned paddle lead found it was cut as a result of the explant procedure. Testing of the terminal end segment found an electrical open at channel three. There were no broken wires visually observed in the terminal end segment so the open is consistent with a wire fracture at the contact weld site. All other damage observed on the paddle end segment was consistent with explant procedure.